Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were jagged in needles. 1/3 of the box seemed to be jagged and painful when inserted. Patient was on antibiotics to clear up the site infection from the jagged needle. Also stated that the catheters cant be kept sterile since the patient had touched the catheters to check if they were jagged.

Event description:
It was reported that the catheters were jagged in needles. 1/3 of the box seemed to be jagged and painful when inserted. Patient was on antibiotics to clear up the site infection from the jagged needle. Also stated that the catheters cant be kept sterile since the patient has touched the catheters to check if they were jagged. Per additional information received from the complainant via phone on 18sep2020, drainage eyes are jagged and not smooth, the patient also experienced bleeding. No medical intervention was required for the bleeding.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.